Event description:
It was reported that the patient's left ventricular (lv) lead became dislodged and pulled back into the right atrium. The lv lead was explanted but not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.